Manufacturer narrative:
Qc data was not provided. Pre-analytical sample handling information was not supplied. The customer questioned only the tsh results. The specimens were not sent and are no longer available for testing by bci. A field service engineer (fse) was not dispatched for this event. There is no sufficient information from the customer to determine which tsh results are correct. If a tsh result is erroneously normal, there is the potential for treatment or further evaluation to be delayed which could result in a health risk to the patient. No additional information regarding this event is available, and the root cause of the event is unknown at this time. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding discrepant human thyroid-stimulating hormone (tsh) results that were generated by the unicel dxi 800 access immunoassay system for multiple patients. Patient a: an initial result was 0.046miu/l. The sample was retested several times and results were in the range of 0.048 - 1.142miu/l. Patient b: an initial result was 0.389miu/l. The sample was retested 3 times and repeated results were in the range of 0.04 - 0.042miu/l. Patient c: an initial result was 0.154miu/l. The sample was retested twice and repeated results were: 0.539miu/l and 0.193miu/l. Patient d: an initial result was 0.035miu/l and repeated results were in the range of 0.231 - 0.404miu/l. It is unknown which tsh results were reported out of the lab. There has been no report of injury or change in patient treatment attributed to or connected with this event.